Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that at times, the customer's blood glucose (bg) level drops (65-80 mg/dl) during the night. A temporary basal rate was set to address the bg. The contact did not know the cause of the low bg; however, stated that the customer had exercised a few times prior to the low. Tandem customer technical support (cts) reviewed the pump data and no device issue was found. The pump data was reviewed with the contact. Cts advised the contact to discuss the event with a healthcare provider.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Basal rate settings may need to be adjusted at nighttime to offset the low bg levels. There is no evidence of device malfunction.